Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during spinal surgery, the ruggles distraction screw - sterile - 12 mm (r6367a) fractured inside of the patient. Reportedly, three (3) screws were used, two (2) bent during use and one failed, completely fracturing off inside the patient¿s bone. The the distraction screw fragment remained in the patient and was unable to be removed. Following the event, the surgeon proceeded with the surgery and left the broken piece in the vertebrae. There was a delay of at least 30 minutes and prolonged exposure to anesthesia due to the delay in trying to get the broken piece out as well as multiple pins having to be opened due to the bending. It was reported that there was no complications to the patient post-procedure.

Manufacturer narrative:
Six ruggles distraction screws (r6367a) was returned for evaluation: the device history record (DHR) of the reported finished goods lot 6683735 was reviewed, and no anomaly was reported during the packaging process. Furthermore, the reported condition is related to the distraction screw component part numbers rn2877-m / lot no. 6305500 and 6305499. No quality events were issued to the finished goods lot or distraction screw component at integra añasco that could be related to the reported condition. Failure analysis: evaluation of the ruggles distraction screws found that one was missing the tip of the threads as was reported, and two more have threaded ends that appear slightly bent. Two of them also have a bend to their main shafts. Root cause analysis: it was noted that all six distraction screws received were from the same finished goods lot, but the screws themselves were from two different component lots. No abnormalities were found in the production of these distraction screws that could be related to the reported complaint. Additionally, no other complaints have been reported for any of the related finished goods lots. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation.